Event description:
On (B)(6) 2009 - physical examination: she has mild decreased range of motion of the cervical and lumbar spine. Her upper motor and sensory exam is grossly normal. There were no focal deficits. Her reflexes were sluggish bilaterally. There were no myelopathic finding. On (B)(6) 2011 - patient was involved in a car accident on (B)(6) 2010. She was struck from behind while stopped for a school bus. She complains of significant mid-thoracic pain and high lumbar pain. On (B)(6) 2011 patient was doing very well up until the car accident of (B)(6) 2010. This has aggravated her lower back and has caused thoracic pain, however, it has not changed her neck pain. On (B)(6) 2012 medical decision making: again, she is extremely happy with the outcome and we will see her on an as-needed basis. We will keep you informed of her progress. On (B)(6) 2009 - radiographic examination of the cervical spine: impression: degenerative changes. Status post anterior fusion. No fracture or dislocation. Magnetic resonance imaging of the lumbar spine: impression: postoperative changes including laminectomy defects at l4-l5, ls-s I. Intervertebral disc cages and associated metallic artifact at l4-l5. Extensive enhancing scar tissue involving l4 and l5 nerve roots at the l4-l5 level. Significant canal stenosis and bi-foraminal narrowing at l3-l4. Small posterior disc protrusions as described. /-/ magnetic resonance imaging cervical spine: impression: no frank cord compression at any level. Anterior fusion at c4¿c5. Multiple disc protrusions some of "whic71nd" the ventral cord. Multiple foraminal stenoses. On (B)(6) 2010 surgical procedure: lumbar discectomy with interbody fusion using cross peek interbody fusion cage and bone morphogenetic protein l3-l4; decompressive lumbar laminectomy l3-l4 with bilateral pedicle screw fixation using sexton and posterolateral bone fusion using bmt at l3-l4. On (B)(6) 2011 surgical procedure - left transpedicular thoracic microdiscectomy with fusion using pioneer pedicle screws on the left t6-7 and posterolateral fusion using bone morphogenic protein and bone nano. On (B)(6) 2010 impression: status post lower lumbar fusion. No evidence of significant subluxation (B)(6) 2010 impression: status post anterior and posterior interbody fusions at l3-l4 with no evidence of hardware failure. Status post anterior interbody fusion at l4-l5 with no evidence of hardware failure. There has been no significant change since the examination of (B)(6) 2010. On (B)(6) 2010 c1 lumbar spine w/0 contrast impression: postoperative changes noted at l3¿l4 and l4-l5. There is only minimal possible bony bridging at the posterior facets at l3h. Predominantly the facets are non-fused as is the intervertebral disc space. Only minimal questionable bony bridging is seen at the left aspect of the intervertebral disc space at l3¿l4. Laminectomy defect here is present. At l4-l5, there is posterior bony bridging of the vertebral bodies which as a result cause indentation of the thecal sac anteriorly. The facets at this level show bony fusion. A metallic intervertebral disc spacer is present. At l5¿s 1, there is an annular bulge which contacts the right s1 nerve root and causes moderate neural foraminal narrowing. Annular bulge is seen at l2¿l3 with hypertrophic facet changes causing spinal canal and neural foraminal narrowing. Annular bulge noted at ll¿l2 just flattens the thecal sac anteriorly. The neural foramina here are widely patent. X¿ray lumbar spine bending views impression: there is minimal anterolisthesis of l3 on l4 and l4 on ls which is seen on the flexion images. Postoperative changes are seen from l3¿l4 and at l4¿ls levels. On (B)(6) 2011 thoracic spine MRI impression: small to moderate left paramedian t6¿t7 disc herniation. Small right paracentral ts. T6 disc herniation. Mild anterior loss of height of the t7 vertebra thoracic spine x-ray impression: slight anterior loss of height of t7. Multilevel mid thoracic disc space narrowing MRI of the lumbosacral spine impression: ll-2: posterior anular tear and broad-based posterior herniation mildly indenting the ventral thecal sac. L2-3: facet arthropathy with minimal retrolisthesis with spondylosis and posterior ridging and bulge/subligamentous protrusion mildly effacing the ventral thecal sac. Encroachment on and narrowing of the foramina bilaterally is seen. Postsurgical changes from l3 to sl with laminectomies and anterior and posterior interbody fusion at the l3-4 disc level and anterior interbody fusion at the l4-5 level are noted. Epidural fibrosis is noted, slightly more prominent at the l4-5 disc level with suspicion for encasement of both traversing l5 nerve roots. Associated mild ectasia/tarlov's cyst of traversing left l5 nerve root is noted. L5-sl: partial laminotomy extending into the upper aspect of ll with decompression of the spinal canal. Mild facet arthropathy without central or foraminal stenosis. X-ray lumbosacral spine impression satisfactory-appearing changes of instrumented anterior and posterior fusion at the l3-4 disc level. Satisfactory postoperative changes of instrumented intervertebral fusion at the l4-5 disc level without hardware failure or migration, mild disc space narrowing and spondylosis at the l5-si disc level. On (B)(6) 2011 lumbar spine CT- impression: l3 to l4 anterior and posterior fusion. Osseous fusion is present anteriorly across the disc spaces of these levels. There is osseous fusion posteriorly across l4-l5. There are spinal rods posteriorly at l3-l4. There is no osseous fusion identified posteriorly at this level. There is no evidence of recurrent spinal stenosis at these levels. 2. L2-l3 :mild disc bulge and mild bilateral foraminal stenosis. L5-sl mild disc bulge. On (B)(6) 2011 ¿ thoracic spine impression: posterior fusion t7-t8 with no evidence hardware failure. On (B)(6) 2012 x-ray thoracic spine ¿ impression: postsurgical change of the thoracic spine, without interval change in alignment. No new findings. Cervical spine impression anterior interbody fusion at c 4 c5. Disc degenerative disease noted at c5-c6 and c6-c7 associated with mild facet joint arthropathy. Thoracic spine ¿ impression: stable pedicle screws at t6-t7 with no change since our previous study. Thoracic spondylosis. No specific claims specified by attorney.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.